Event description:
"Product sheared during case while pressure was being applied."

Manufacturer narrative:
The report received from the (B)(4) study states that nineteen days after the precise stent was placed in the left carotid artery, the patient returned to the hospital with an acute hemorrhagic stroke with hematoma in the left temporal lobe, which led to progressive deterioration of neurologic function with subsequent expiration. It was reported as unrelated to the cordis device; related to the procedure. At index procedure the (B)(6) male had a history of hyperlipidemia, clinical copd, CABG, history of smoking, diabetes mellitus, and hypertension. The patient was asymptomatic at the time of the procedure. The procedure was stenting of an 80% stenosis of the proximal left internal carotid artery. An angioguard distal protection device was used in the procedure. The lesion was pre-dilated and a precise (pc0840rxc / lot 15171118) stent was successfully placed to treat the lesion. There was a 10% residual stenosis. The procedure was successfully completed with no technical problems or associated adverse events. The patient was neurologically intact when taken from the angio suite. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Nineteen days later, the patient awoke with a strange felling to his right upper extremity. He stated that he began to have tingling and complete loss of function to the right upper extremity. He denied any pain but did complain that the right side of his torso was numb. The patient was admitted through the emergency room. A cat scan of the head was performed and revealed an intraparenchymal hematoma within the posterior left lobe. Also there was trace subarachnoid hemorrhage in the area of the temporal lobe. The patient was hypertensive with a stroke score of 15. The patient's condition deteriorated throughout the day as he became unresponsive. Subsequently, the patient expired later that day. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Intracerebral hemorrhage has been reported as a complication of carotid artery revascularization including carotid angioplasty and stent placement and is listed in the IFU as such. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow in excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases 3 weeks after revascularization. The patient's medical history and vessel/lesion characteristics may have contributed to the event. With review of the device history records and the clinical information there is no indication of any manufacturing or device performance issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(4) study states that nineteen days after the carotid stent was placed the patient returned to the hospital with an acute hemorrhagic stroke with hematoma in the left temopal lobe, which led to progressive deterioration of neurologic function with subsequent expiration. The patient is an (B)(6) male who was enrolled in the (B)(4) study. On (B)(6) 2010, the patient underwent stenting of the proximal left internal carotid artery. The patient was asymptomatic at the time of the procedure. The rate of stenosis was 80%. An angioguard distal protection device was used in the procedure. The lesion was pre-dilated and a precise (pc0840rxc / lot 15171118) stent was successfully placed to treat the lesion. There was a 10% residual stenosis. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. There was no reported injury to the patient. The patient was discharged the next day with aspirin and clopidogrel prescribed. Nineteen days later, the patient awoke with a strange felling to his right upper extremity. He stated that he began to have tingling and complete loss of function to the right upper extremity. He denied any pain but did complain that the right side of his torso was numb. The patient was admitted through the emergency room. A cat scan of the head was performed for stroke and revealed an intraparenchymal hematoma within the posterior left lobe. Also there was trace subarachnoid hemorrhage in the area of the temporal lobe. The patient's condition deteriorated throughout the day as he became unresponsive. Subsequently, the patient expired later that day.